Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to undersensing. Attempts to reposition the lead were made, however, placement difficulty was experienced. Therefore, the ra lead was explanted and replaced. The device was also explanted due to a system upgrade. No additional adverse patient effects were reported.